Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute integrity drug eluting stents were implanted in the rca and 1 resolute integrity des was implanted in the lad. On the same day, a coronary artery dissection occurred and was treated with a stent. Investigator reported that the event was not related to index device or antiplatelets medication. Patient is recovering.